Event description:
It was reported by the affiliate that the (1) 35 nlt was used during an unknown procedure. The optical lens came off from the device, but did not fall into the pt. The case was completed with another device. There was no pt consequence.